Manufacturer narrative:
Both this ICD and the rv lead had remained successfully implanted without allegation for more than five years. A year ago, there was again a fluctuation in the rv lead pace impedance. At that time, the boston scientific technical services consultant discussed a known quirk with this device model where a weekly average of <300 can report as >3000 ohms pace impedance. It was confirmed that latitude clearly showed many impedances in the high 200's, which would easily result in a weekly average to be below 300 ohms. The consultant recommended disregarding the weekly averages that report >3000 - and that a lead fracture should no longer be suspected. Thresholds were within normal limits. The physician planned to continue monitoring at that time. Most recently, this ICD has been returned to boston scientific. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. Analysis of this device concludes investigation. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory april 2007 population product advisory initially communicated on 4/5/2007, was explanted for normal battery depletion without allegation of premature battery depletion. Information was also just received that the associated transvenous right ventricular (rv) lead was noted to have exhibited greater than 3,000 ohms pace impedance and less than 200 ohms pace impedance measurements at initial implant that appeared to have been resolved at initial implant. There was no report of adverse patient effect.